Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed and was not functioning. The customer attempted to reboot the station; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was reported as failed. The field service engineer (fse) worked with the customer by phone to resolve a medication jam in the matrix drawer. The customer later called back and confirmed that the issue had been resolved successfully. The system functioned as intended after the field service engineer assisted customer in resolving the issue.